Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6) female patient of unknown origin. Patient did not have any other medical background. Concomitant medication included insulin glargine for unknown indication. The patient received human insulin isophane suspension (rdna origin) injections (humulin I) via through cartridge, via a reusable pen (humapen savvio gray). She also received human insulin isophane suspension (rdna origin) injections (humulin I) via pen disposable (kwikpen). Dosage regimens, route of administrations, indications for use and start dates of therapies were not provided. On an unknown date after starting human insulin isophane suspension for one weeks and a half she was not getting her insulin so she had collapsed and ended up in the hospital because of that her humapen savvio that she has been using with human insulin isophane suspension cartridges. It was unknown if it was something wrong with the humapen savvio (pc number (B)(4)/ lot number 1607v01 or the cartridges (pc number (B)(4)/ lot number c733108d). Corrective treatment and "otcoem" of the events were not provided. Status of therapy with human insulin isophane suspension was unknown. The patient was the operator of humapen savvio and her training status was not provided. The general humapen savvio duration was not reported were not provided. The suspect humapen savvio duration of use was approximately two years. The suspect humapen savvio was discontinued and its return was expected. The reporting consumer did not provide relatedness assessment between the events and human insulin isophane suspension or humapen savvio. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 19dec2018 in the b.5. Field. No further follow up is planned. Evaluation summary: a female patient experienced loss of consciousness while using a humapen savvio device. The device was not returned to the manufacturer for investigation (batch 1607v01, manufactured july 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device not working. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID:(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 51-years-old female patient of unknown origin. Patient did not have any other medical background. Concomitant medication included insulin glargine for unknown indication. The patient received human insulin isophane suspension (rdna origin) injections (humulin I) via through cartridge, via a reusable pen (humapen savvio gray). She also received human insulin isophane suspension (rdna origin) injections (humulin I) via pen disposable (kwikpen). Dosage regimens, route of administrations, indications for use and start dates of therapies were not provided. On an unknown date after starting human insulin isophane suspension for one weeks and a half she was not getting her insulin so she had collapsed and ended up in the hospital because of that her humapen savvio that she has been using with human insulin isophane suspension cartridges. It was unknown if it was something wrong with the humapen savvio (B)(4). Lot number 1607v01 or the cartridges (B)(4). Lot number c733108d). Corrective treatment and otcoem of the events were not provided. Status of therapy with human insulin isophane suspension was unknown. The patient was the operator of humapen savvio and her training status was not provided. The general humapen savvio duration was not reported were not provided. The suspect humapen savvio duration of use was approximately two years. The suspect humapen savvio was not returned to the manufacturer. The reporting consumer did not provide relatedness assessment between the events and human insulin isophane suspension or humapen savvio. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 19dec2018: additional information received on 17dec2018 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.